Manufacturer narrative:
Event date is estimated.

Event description:
The patient was unable to establish communication with their ipg. A replacement surgery was performed on (B)(6) 2022.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.